Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the compact plus meter was unavailable for use because strips were always ejected, did not advance properly. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.